Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. No issues were found in the event history log. Functional testing found no problem with the device. The unit tested normally during evaluation. The cause of the alleged issue was not determined as no issue was found with the device.

Event description:
It was reported that the pump won't infuse but shows infusing. There was no patient involvement. The issue was identified not during patient use.